Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a dented bottom cover. In addition, the electrode was severed near the array. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently at all spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy analysis revealed a crack on the seam weld. The open device internal visual inspection revealed light contamination. Silver migration was noted across some electrical components. The failure of this device is attributed to excessive moisture through a gross leak at the seam weld. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array. This is believed to have occurred during revision surgery. In addition, the bottom cover was dented. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. Revision surgery will be scheduled.